Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, one cylinder, reservoir and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed abrasion on both pump exhaust tubes. No functional abnormalities were noted with any of the components received. The information received indicated there was leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. The information indicated the patient only had one cylinder implanted. The pump exhaust tubing most likely would have been capped off so the device would function without the one cylinder. The cap on the exhaust tube without the cylinder may have come loose while in-vivo which could have resulted in leakage. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information stated that the patient only had one cylinder implanted.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leak in device. Device worked for 4 months, then leak developed.